Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery (sfa) with mild tortuosity and mild calcification. A 4.5 x 120 mm supera self-expanding stent system (sess) was deployed to the target lesion. The sess was then retracting back through the sheath when the tip became separated. Although the tip was separated inside the patient, it was able to be simply removed through the sheath and the delivery system. However the stent moved from its intended location and the patient was sent to surgery to have the stent removed. The stent was ultimately removed. The target lesion was not treated and will be treated at a later date. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual and functional inspection was performed on the returned device. The reported tip detachment was confirmed. The stent migration was unable to be confirmed as it was based on case circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.